Event description:
During a colonoscopy with polypectomy, the physician used a cook endoscopy triclip to close a polypectomy wound. During use, the spool section of the handle separated. The clipping device was removed from the colonoscope and another endoscopic clipping device was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required, due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The spool section of the handle has completely separated at the seam. The endoscopic clip and clip release card were not included in the return. No other observations were noted. One sealed device was included in the return. Both the spool and stem sections of the handle are intact. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of this sealed device. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusion: due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the endoscope model used during the procedure was requested, but was unable to be provided. Therefore, we were unable to determine the accessory channel size used with this clipping device. Handle separation can occur if the clipping device is used with an endoscope that has an accessory channel smaller than 3.2mm. A smaller accessory channel could create resistance due to an increase in friction between the catheter and the accessory channel of the endoscope. The instructions for use for this product line contain the following statement: "the coordination of accessory channel size with compatible devices is essential in obtaining optimal results during a procedure. Please refer to the product package label for the minimum channel size required for this device." The product package label for this device indicates that this clipping device is compatible with endoscopes that have a minimum accessory channel size of 3.2mm. A separated handle can occur if the lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the handle is held at an angle and excessive pressure is applied to this section of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclips are subjected to a visual inspection and functional test to ensure device workability. Corrective action: a corrective action has been implemented to reduce occurrences of handle separation for the tri-clip endoscopic clipping device. Although the lot number of the affected device is unknown, our evaluation of the returned device confirmed this product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.